Event description:
It was reported that during an external iliac artery pta / stenting treatment procedure, stent deployment difficulties were encountered. The customer stated that "the lesion had 99% long stenosis with calcified. The blood vessel was very tortuous. It was approached from contralateral position. First, the lesion was pre-inflated by using the 3mm [balloon]. Then, this stent was implanted. When removing the outer sheath of this product, it was stuck with inner sheath. The stent moved in the reaction. Because the long stent was used, a patient had no problem and the lesion could fully cover. The lesion was post-dilatation by using [balloon] and the procedure was completed." No patient injuries or complications were reported. Patient status is reported as "good."